Manufacturer narrative:
Based on the claim against the product by the customer noting no audio on the iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The iesu issue was replicated. The unit had no audio. The complaint regarding no audio on the iesu was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: there was no audio on the iesu after the start of the procedure as confirmed by failure analysis. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, there were no audio tones when firing the integrated electro surgical unit (iesu) erbe. The technical support engineer (tse) found no related errors in the logs. Prior to calling in, the caller reseated energy cables and verified audio settings on the erbe unit. The tse walked the caller through a power cycle and hard power cycle of the erbe but were unable to restore audio. The customer continued with the procedure with no erbe audio. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and additional information was obtained: the surgeon was frustrated, but completed the procedure as planned without audio on the erbe. There were no surgical issues as a result of there being no audio. The reporter confirmed the issue first occurred during the procedure.